Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low amplitude and high pacing thresholds. Boston scientific technical services (ts) noted that the lead had dislodged and was replaced with an active fix lead. No additional adverse patient effects were reported.